Event description:
On (B)(6) 2023 the nursing staff discovered a saline flush that was still in the wrapper, but looked like it was contaminated. The nurse promptly brought the suspect product to the pharmacy.